Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment seemed to cause burrs to jump during drilling was confirmed. An assessment was performed which found evidence of abuse or mishandling of the device. It was noted that the end of the nose tube was bent. It was determined that this type of damage was caused by an outside force as it appeared that the device had been mishandled or dropped at the customer site. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that four additional devices involved in the same event: a handpiece device, another attachment device and two additional cutting burr devices. Therefore, the total number of devices was six, thus this is report 1 of 6 for the same event. It was reported that the handpiece device was not working according to specifications as it was jumping during use. The reporter clarified that "jumping" refers to the fact that the whole system (handpiece, attachment and cutting burrs devices) wobbled from side to side during drilling while in use together. It was reported that there was a ten to fifteen minute delay in the procedure. It was reported that an identical spare attachment device was used which solved the issue. It was reported that the whole system worked well but after some time, it (handpiece, attachment, and cutting burr devices) started wobbling together again. The reporter noted that the cutting burr devices seemed too thin for the attachment device; and that they were making a screeching/ grating noise. It was reported that there were black lines on the cutting burr devices after the case. It was reported that the surgery was successfully completed by changing the drill to a ¿skeeter¿ drill, thus preventing patient harm. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from the (B)(6) that during an ear, nose, and throat (ent) surgical procedure it was observed that the burr devices seemed to "jump" during drilling when used with a short attachment device. The reporter stated that event occurred in an area "very dangerous next to delicate neuro tissue and blood vessels." The reporter stated that the physician changed the attachment device and the issue was solved briefly and then the issue started happening again. It was reported that there was no delay in the procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.